Event description:
It was reported that the cassette connection was loose during patient use. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: device received on 5/6/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a loose lock connection and the downstream occlusion (dso) sensing point area was damaged. The lock and the dso sensor were replaced to fix the issue.